Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Event description:
Asr revision; asr xl - right hip; reason for revision: component loosening - femoral component.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision due to take place on (B)(6) 2013. Right. Asr xl. Reason(s) for revision: unknown. Lot number 202405 incorrect (too short) 2024051 used instead. Update: added reason for revision. Received: february 11th 2013. Reason(s) for revision: component loosening - femoral component. Update: adding hospital and revision date. Received: 15th may 2013. Update received 16th september, 2013. Lot number for taper sleeve amended. Update received 13th august 2014. Primary surgery date amended. New fields completed.